Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer boot normally to the application screen. The system then passed the system checkout and was found to be fully functional. .a medtronic representative went to the site to test the equipment. Testing revealed that initial connection - tracking normally (8:10am 2/15). The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was not resolved. The emitter was replaced after the computer which did resolved the issue. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was becoming unresponsive at various parts of the software after rebooting. There was not a lot of patient information on the system.

Manufacturer narrative:
Additional results from testing of the field generator 9731203 em mobile (lot: 0400001793) were received. In addition to tracking normally it was noted that the field generator was left connected to a known good test system for seventy two hours and tracking remained normal throughout the duration of testing. No fault was detected. If information is provided in the future, a supplemental report will be issued.